Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, upon opening the valve jar, particulate matter was detected on the edge of the valve container. The valve was not implanted and a new valve was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the device was received in its original product packaging. The outer packaging exhibited signs of damage, including a tattered appearance and multiple dents along the carton. Dried, amber-colored glutaraldehyde stains were observed on the interior surfaces of the packaging and on the jar labels. The jar was approximately three-quarters filled with solutions. The jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. There was presence of gasket remnants on the rim of the jar and there was presence of crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar. There was no presence of white particulates in the jar, and there was no damage on the threads of the lid. The gasket showed multifocal pits in the rubber, consistent with gasket material adhered to the jar rim. There were loose pieces of gasket noted inside of the lid and the temperature indicator was not activated. The mold cavity number on the jar was 2 and the mold cavity number on the lid was 1. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that difficulty opening the valve jar resulted in white, loose particulate from the jar lid seal/gasket. There was no damage to the jar lid seal/gasket.